Manufacturer narrative:
Although requested, additional information regarding the details of the event including the lens specifications was not provided; therefore, a device history record review could not be performed. Because the lens was not returned it is not possible to determine whether the opacification observed by the physician is due to calcification or some other mechanism; however, three major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a (B)(6) or pseudo-calcification in which other pathology is mistaken for calcification or (B)(6) staining for calcium occurs. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximately 22 years post right eye iol implantation, the lens had to be explanted due to presumed calcification. Additional information has been requested but not received.

Manufacturer narrative:
Device was returned and evaluated. The returned lens appears to be a hydroview lens; however, the part number, lot number and serial number could not be verified. Visual inspection found the lens was in two pieces with the optic intact and one haptic broken off and missing the optic had a cloudy white appearance in the center and some areas with an orange peel appearance. A chemical stain test was performed and presence of calcium was confirmed. Based on the available information, the root cause is associated with lens calcification, which is a known procedure complication for hydroview iols.

Manufacturer narrative:
Additional information: b5, b6, b7, g3.

Event description:
Additional information was received indicating the patient, developed blurred vision and fundus approximately 13 years prior to this event. Lens opacification with possible calcification was observed. The patient was hospitalized. The lens was explanted and a new iol was implanted by suture fixation. The patient was discharged a week later. Patient has reportedly recovered.